Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 73 mg/dl at the time of contact. Customer stated that she was experiencing low blood glucose level for three days. Customer also reported that she was experiencing shakiness, sweaty and dizziness because of her low blood glucose level. Customer treated her low blood glucose level with food. Troubleshooting for the customer¿s low blood glucose level was accepted. After troubleshooting her blood glucose level was 70 mg/dl. Customer was using insulin pump within 48 hours from reported event on auto mode/smart guard feature. Customer was admitted to hospital for low blood glucose level and the value was 54 mg/dl in hospital. Customer was treated with IV glucose drip in hospital. The insulin pump will not be returned for analysis.